Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent a breast reconstruction primary with 400cc smooth mentor memorygel breast implant has experienced postoperative left-sided capsular contracture, baker grade unknown. Patient reported experiencing left-sided severe pain, red hot and swollen breast, numbness, and the generalized illness symptom of fatigue. Capsular contracture was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient has experienced bilateral capsular contracture bg ii. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The removal only took place on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).